Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-01310,1308,1307,1306: test 1,3,4,5 of 5).

Event description:
User reported 5 false positive results. Negative pcr. This is report 2 of 5.